Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was returned with one broken tip. The reported breakage is possibly indicative of excessive force applied to tips during usage. A review of the device history records did not show any discrepancies that could have contributed to the reported issue.

Event description:
It was reported that during a craniotomy procedure the mesh cutting scissors broke. The breakage happened prior to surgical use. The pt was unharmed. Surgery completed on time using another pair of mesh scissors.